Event description:
It was reported that there was plastic found inside the 300cc mentor artoura plus, smooth, high profile during breast surgery. Healthcare professional stated that there was patient contact but the doctor removed it before implant was fully placed, and procedure was completed using a different device. There were no patient consequences reported.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: foreign matter (pre-implant). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 26, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2024, expander evaluation was completed as follows: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned device determined that excess material was found inside the artoura plus sm te hp 300cc on the shell in the anterior view, measuring approximately 0.8 cm in length. Leak testing was performed, according to the mentor procedure, and no leak sites were detected during the analysis. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. The mentor microbiology department provided the sterility assurance records of the device. The lot met all the sterilization parameters required to provide sterility assurance before release for distribution. While this complaint was initiated for plastic inside the tissue expander, through the assessment it was identified to be an excess of silicone material as part of the manufacturing process and does not in itself render the product non-functional but may be visible to the user. There are inspections at various stages of the manufacturing process, however excess silicone is a normal variation that can occur. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).